Event description:
During a right lower lobectomy, the device was fired on the pulmonary vein without any problem. A new reload, tr35w (lot #t4w51n), was loaded. There was a strange sound from the device. When the device ws opened, all of the staples were malformed. They were no b-shape nor box shape. Bleeding occurred, about 200cc. The physician clamped the pulmonary artery and ligated by suture. No pt consequence.